Event description:
A report was received that the patient underwent an explant procedure due to an infection of the breast mass that travelled to the pocket. Antibiotic such as cipro was prescribed. The infection was not device related. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.